Manufacturer narrative:
The display was blank due to moisture damage to the battery cap.

Event description:
It was reported that the display on the monitor went blank for no apparent reason. Nothing further was reported.